Event description:
Additional information received indicated that the device was reprogrammed to resolve the event.

Manufacturer narrative:
Additional information was requested but not yet received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of myopotential oversensing and inhibited pacing were noted on the right ventricular (rv) lead due to electronic magnetic interference. No intervention has been performed. The patient was stable.